Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred during basal delivery. The customer's blood glucose level was 142mg/dl. The customer disconnected from the infusion set site and did not observe insulin dripping out of the infusion tubing during the load fill tubing sequence. A cartridge and infusion set change was performed and insulin was not observed dripping out of the infusion tubing during the load fill tubing sequence. The customer refilled a used cartridge and no insulin was observed dripping out of the cartridge tubing. Tandem technical support advised the customer not to reuse cartridges. A new cartridge was loaded resolving the issue and insulin deliveries were successfully resumed.